Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states he purchased this bed 2nd hand and upon putting the unit together he noticed that the frame on the foot spring is cracked at the weld near a hole.